Manufacturer narrative:
Other, other text: device evaluation: one cadd legacy pump was returned for analysis. Event history log review was performed and found no evidence of reported problem. Visual inspection and three separate delivery accuracy testing were performed. The customer's concern regarding failed accuracy was unable to be confirmed. According to investigation, delivery accuracy testing found the pump average delivery error to be within the published specification of +/-6%. The investigation recommended the pump expulsor replaced to bring the delivery accuracy closer to normal range.

Event description:
Information was received indicating that a smiths medical pump failed accuracy testing by -13.80% while testing. There was no patient present at the time of the event. There were no adverse events reported.